Event description:
It was reported that the patient presented in the operating room for a scheduled elective generator change. During procedure, electrocautery was used and the pulse rate was observed to be 30 beats per minute. Asystole was observed briefly when the physician disconnected the old generator. The device was explanted and replaced. The patient was stable before, during, and after surgery.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The device was otherwise normal.